Manufacturer narrative:
Per conversation with hospital risk manager on (B)(4) 2013 - patient received a 3rd degree burn to the flank area and was admitted to the hospital. Burn was noticed post-procedure. Per email from hospital risk manager on (B)(4) 2013 - the burn size is approximately 3% total body surface area and measures 22.5cm x 17.3cm. (B)(6), a third party mobile service provider who owns this lithotriptor, requested service. Service request (B)(4) opened and healthtronics service technician dispatched (B)(4) 2013. Per service report: found short in overtemp switch. Repaired short and checked heater controller for proper operation. In addition, service request (B)(4) replaced heater controller and checked for proper programming. Tested overtemp switch by increasing temperature. Safety switch engaged and unit generated an error message. Verified water temperature decreased. Also replaced rb1 module to ensure heater would not stay on due to sticking relay. Released unit for use.

Event description:
Per report from lithotripsy technician - during routine lithotripsy case, water over temperature safety switch failed, possibly causing patient scalding. Tech noticed blistering on patient skin after lithotripsy case. Equipment issue resolved on the same day and documented on service report. Per information received from hospital director of risk management on (B)(4) 2013 - burn to flank area noticed post-procedure. Patient admitted to hospital.